Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Customer¿s blood glucose level was 90-170 mg/dl. The customer was able to reposition the syringe needle and successfully fill the cartridge.